Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation was observed as a suture retrieval issue needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Attachment: user facility medwatch #(B)(4) e4: initial report sent to the FDA - yesh6: medical device problem code - 1562 removed.

Event description:
It was reported that this was a venous closure of a common femoral vein using the pre-close technique via a 14f sheath hole prior to a cryoablation atrial fibrillation procedure. Reportedly, a prostyle suture break was noticed. The sutures of two new prostyle devices were successfully pre-placed. The procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report a user facility medwatch report was received that states: "cuff miss" - when trying to deploy the suture in the perclose device nothing anchors to the blood vessel and the suture doesn't pull through. Had patient contact, but no harm done. Procedure completed with a new device with different lot#. Additionally, the following information was received from the account: "cuff miss" occurred w/ device. When trying to deploy the suture in the perclose device nothing anchors to the blood vessel and the suture doesn't pull through. No additional information was provided.

Event description:
It was reported that this was a venous closure of a common femoral vein using the pre-close technique via a 14f sheath hole prior to a cryoablation atrial fibrillation procedure. Reportedly, a prostyle suture break was noticed. The sutures of two new prostyle devices were successfully pre-placed. The procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.